Manufacturer narrative:
At the time of this report the investigation was still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during a surgery the tilt function of the table has not worked. The surgery could be completed with delay on the affected table. (B)(4).

Event description:
No injuries were reported due to the issue. The customer stated that the patient is fine now. Manufacturer reference # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device. Maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The affected device was investigated by a getinge-maquet service technician and the hospitals technical team. The result of this investigation was that the described malfunction could not be reproduced. The customer provided the error logs concerning this issue. These logs were investigated by getinge -maquets technical support department (ts) . Ts found that the issue was most likely connected to the table's batteries. These were discharged or defective. Since the malfunction could not be reproduced, we assume that the batteries were not defective, but discharged. A red led at the table indicates that the batteries are not charged sufficiently. In the instructions for use (IFU) it is described, how to charge the table. The user is advised as follows: "at less than 10% charge, the mobile operating table will shut down automatically. Recharge the batteries overnight. [...] Insufficient battery charge is indicated by the flashing red led at the corded hand control and the status indicator at the mobile operating table when the table is switched on." Further, the user is advised in the IFU to perform a visual and functional inspection prior to use to ensure correct operation. If the batteries are discharged, the table can be operated by connecting it to mains supply. This is described in the IFU. Maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.